Event description:
This patient was admitted for stable angina. Of note the patient was on a vitamin k antagonist for known cardiac emboli. Angiography revealed a 70%, 21mm in-stent restenosis with a previously placed driver stent in the proximal rca. The lesion was predilated with a 3.5 x 15mm balloon inflated to 14 atms. A 3.5 x 23mm cypher select plus stent was deployed to 20 atms with good results. The stent was then post dilated with a 4.0 x 9mm balloon inflated to 20 atms to ensure complete expansion. There were no procedural complications reported and the patient was discharged the following day. As per the study database: it was reported that the patient suffered a stroke. The date of the event is not known at this time. It is also undetermined if this was a hemorrhagic or ischemic event. The event did require medical or surgical intervention and, as of the date of the report, is ongoing and unchanged.

Manufacturer narrative:
Additional information has been requested, and will be submitted within 30 days of receipt. The product(s) are not available for analysis. A review of the manufacturing route sheets for the involved lot(s) confirmed that the device(s) met quality requirements for product acceptance.